Event description:
Received a written report of a patient who thinks his peritonitis was caused from cracks in the extension set. The rn who submitted this report was contacted for additional information about this event and also laboratory results. According to this patient's rn, this patient is "rough on his catheter and has a history of peritonitis infections. He breaks technique even though he is instructed multiple times on sterile technique. He is a renegade patient". The nurse changed this patient's extension set multiple times and she noted he "was rough on it". The organism recovered is identified as strep intermedus. The patient was treated intraperitoneally with antibiotics and is reportedly free from signs or symptoms of infection at this time and is reportedly doing well. A sample is available. The patient continues his peritoneal dialysis with no ill effect.

Manufacturer narrative:
Sample analysis: two transfer sets were received in a small bag. Each set was attached to a portion of a peritoneal dialysis set (type unknown). The transfer sets were labeled with the following information written on a tape. Sample 1 was marked as "1 replaced 8/18/05 or 6 mo" ' sample 2 was marked as "2 replaced 11/1/05 or 3 mo". There is no lot number identification on the bag that the product was received in. Visual analysis: the sample were reviewed against the drawing and found to be assembled correctly. Close review of the female luer connector for both samples showed that the connectors had small fissure cracks. These cracks were found all around the tip of the connectors with one connector having a fissure crack that extended longitudinally for approximately 50% of the surface of the connector. The fracture did not appear to have been cause by acute impact to the component, but appeared to have been created over a period of time. It is the conclusion that the reported defect is confirmed. However, it is also concluded that the cracks or fractures are related to stress to the material caused by excessive tightening and manipulation of the components and not defective components. Review of the complaint history of the component for the last 12 months revealed that there have been no reports of a similar nature. At this time, fresenius reynosa will continue to review and monitor similar complaints. No corrective action to change the manufacturing process is deemed necessary at this time.